Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that 3d image acquisitions could not be performed despite connection with a medtronic navigation system being established. It was reported that the connections were noted to be "green". Rebooting the imaging system and using a separate medtronic navigation system did not restore functionality. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. It was later reported that, prior to the procedure, initial image acquisitions were performed on a c-arm to confirm levels prior to bringing the imaging system into the operating theatre. Following scout images, the imaging system displayed 3d imaging was disabled and troubleshooting could not resolve the reported issue.

Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: bi-500-01065, version #: 4.1.0. The manufacturer representative went to the site to test the imaging system. No hardware parts were replaced. The system was tested multiple times with the navigation system and tested with the same frames that were used in the case with multiple ethernet cables. No calibrated instruments were used in this checkout. It was suggested that the external ethernet port on the back of the mobile view station (mvs), or the ethernet cable was having issue. It was recommended to try to plug the ethernet cable directly into the back of the mvs computer, in the port labelled lan. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the software investigation found, that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.